Event description:
Per the clinic, the patient experienced an infection around the implant side. Treatment with antibiotics was attempted; however, the issue could not be resolved. The device was explanted on (B)(6) 2013. Reimplantation on the contralateral side has been performed on (B)(6) 2012. The manufacturer became aware upon the receipt of the explanted device on (B)(6) 2013.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).